Manufacturer narrative:
Device evaluated by MFR: a visual and tactile examination of the returned device found no kinks or damage along the entire length of the device. Positive pressure was applied and a leak was noted. A further microscopic analysis revealed a pinhole in the mid balloon body. The examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. No other defects were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the fistula in the arm. A 9.0 x40, 75cm gladiator balloon catheter was advanced for post dilatation. The device was inflated twice at unspecified pressure not exceeding to its rated burst pressure. However, on the third inflation at 18 atmospheres, the balloon ruptured inside the unspecified stent and it appeared that the edge or a broken strut of unspecified stent ruptured the balloon. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient's status is fine.